Manufacturer narrative:
Investigation is in process. Trends will be evaluated. This report will be updated when investigation is completed. This event occurred in (B) (6).

Event description:
Allegedly sudden articular collapse without any kind of trauma.